Event description:
Investigation unit detected that the vibra alert and acoustic alert did not work on the pump. No adverse event reported. Product has been received.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device evaluation in progress.